Event description:
It was reported intra-operative that the set screw would not completely retract into the housing. The right atrial (ra) lead was attempted, not used and replaced, the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.